Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) displayed an atrial impedance out of range alert. The health care professional (hcp) requested a review of the recent data stored. Upon review, it was noted that the crt-d exhibited high out-of-range impedance measurements. Additionally, it was determined that the noise and the oversensing on the right atrial (ra) channel was related to the minute ventilation (mv) feature, which resulted in inappropriate atrial tachycardia response (atr) episodes. Troubleshooting options were discussed and bringing the patient for further evaluation was recommended. The product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) displayed an atrial impedance out of range alert. The health care professional (hcp) requested a review of the recent data stored. Upon review, it was noted that the crt-d exhibited high out-of-range impedance measurements. Additionally, it was determined that the noise and the oversensing on the right atrial (ra) channel was related to the minute ventilation (mv) feature, which resulted in inappropriate atrial tachycardia response (atr) episodes. Troubleshooting options were discussed and bringing the patient for further evaluation was recommended. A revision procedure was performed and the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.